Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that during the elective replacement of this device, the header was visualized as being broken. It was reported that the device was operating normally prior to the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df+ feed thru wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--